Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have gone to the emergency room on (B)(6) 2015 due to low blood glucose. Customer was advised that healthcare professional was not able to find reason for low blood glucose and advised customer to change his diet. Customer reported of having issues with sensors. Customer was advised that sensors were expired and was advised against wearing sensor for a long period of time. Customer was not able to return sensors as they were discarded. Customer also reported that blood glucose dropped and received a threshold suspend. Customer was advised that three sensors would be replaced.